Manufacturer narrative:
The reported 7mm flexible biosure tap, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, tap was found broken before the case. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied during previous use. Improper cleaning or storage. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the flexible tap was found broken before the case. There was a back-up device available. No delay occurred. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.